Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted the crt-d has been explanted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The crt-d remains in use. No patient complications have been reported as a result of this event.